Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead and another manufacturer's device were exhibiting high out of range shock lead impedance values greater than 200 ohms. Inductions on the implant date were also noted to be variable. All other lead diagnostics were within normal limits. There was no noise noted on the electrograms (egm). A boston scientific technical services consultant recommended patient isometrics and pocket manipulation in an attempt to elicit noise. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time as the issue was reported from the other manufacturer's sales representative. If additional information becomes available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received from another manufacturer's field representative that high out of range shock impedance measurements continued to be observed and the lead was fractured. An invasive procedure was performed. The lead was explanted. No additional adverse patient effects were reported.